Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited failure to capture and a change in impedance. X-ray confirmed that the ra lead had become dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.